Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly, exposed to moisture, and a crack at the back of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing medtronic logo display. Flashing medtronic logo display and beeping due to severely corroded pcb1 and pcb2 board from moisture exposure. Unable to confirm keypad anomaly due to flashing medtronic logo display however, moisture noted on keypad traces. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, overlay scratched, serial number label missing and broken belt clip rails (minor). The p-cap/reservoir does lock properly. Confirmed flashing medtronic logo display and beeping was due to severely corroded pcb1 and pcb2 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Unable to confirm keypad anomaly due to flashing medtronic logo display. Confirmed cosmetic damage located at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.